Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Successfully received high/low glucose alarms on ios/fsll. No issues were identified with librelink application. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A caller reported that while using the freestyle librelink, the sensor's alarm failed to trigger. As a result, the customer became hypoglycemic and experienced a seizure, and was provided glucagon by their spouse for treatment. No further information was provided as the customer disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A caller reported that while using the freestyle librelink, the sensor's alarm failed to trigger. As a result, the customer became hypoglycemic and experienced a seizure, and was provided glucagon by their spouse for treatment. No further information was provided as the customer disconnected the call. There was no report of death or permanent injury associated with this event.